Event description:
It was reported that, pt scheduled for revision surgery on (B)(6) 2012. Pt had MRI and blood work taken. His cobalt levels are nearly six times the normal. He has elevated chromium levels. MRI showed fluid accumulation in joint, possible pseudotumor and other findings.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.